Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringes in 8 bd luer-lok¿ syringe bulk sterile pharmacy convenience trays had foreign oil in their fluid paths. The following information was provided by the initial reporter: "it was reported by the customer that about 7-8 trays showed oil in the packaged syringes. The oil can be seen while pealing away the tip part of the syringe."

Event description:
It was reported that the syringes in 8 bd luer-lok¿ syringe bulk sterile pharmacy convenience trays had foreign oil in their fluid paths. The following information was provided by the initial reporter: "it was reported by the customer that about 7-8 trays showed oil in the packaged syringes. The oil can be seen while pealing away the tip part of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-mar-23. H6: investigation summary: our quality engineer inspected the 1 photo and 74 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample showed that there was an excess amount of an oily substance on the inside of the syringe between the roof of the barrel and the stopper on two of the samples. Ftir testing was performed in an attempt to determine the composition of the foreign substance. The results showed that the substance was silicone, which is a part of the manufacturing process and is used as a medically safe lubricant. Bd determined that the cause of the failure was most likely associated to the assembly process. Production records were reviewed, and this batch met our manufacturing product specification requirements.